Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy. According to the reporter: while using the device, the tip broke off of the probe and fell into the pt's abdomen. The surgeon searched the area of the abdomen for the tip, but was unable to locate or retrieve it. The procedure went from a diagnostic laparotomy to a salpingo oophrectomy.